Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The date of the event is an approximation. On (B)(6) 2024, it was reported by the spouse that the patient experienced hypoglycemic shock without details of allegation of malfunction of the sensor or causal relation to the episode. The patient uses insult omnipod5 in modified closed loop. According to the call review, around (B)(6), the wife stated that the patient did not come home at the expected time. They did find my home again they found him in a different location. She drove with her daughter to the location and found his husband pulled over ¿ disoriented. The mobile device showed egv ¿high 40's low 50's¿ she then gave her husband ¿rescue cookies.¿ he recovered after 40 minutes. He then followed her home and when they got home, the patient ended up falling asleep and when they woke him up for dinner, his perception was still off (no fs-bg mentioned for this incident). The reporter ended the phone call. The patient was stable at the time of the report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.